Event description:
On 10/29: customer reports (B)(6) male under general anesthesia having a retrograde cystogram with stent placement when the fluoro failed. Procedure was delayed approximately 20-25 minutes. Pt did not have to be moved due to system started working normally after a couple of system re-boots and a total room power shutdown, before they moved to another room. Procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Customer reseated all the infimed tower connections and rebooted infimed. The system came up and started operating as intended. The customer declined service at this time and will monitor device.